Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that the insulin pump piston has gone backwards and pushed out of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.